Event description:
Alaris pump not audibly alarming but red alarm flashing. Channel read "communication error" and was not showing information on the brain. The pump still had the center green illuminated like it was running and still had a rate showing on the pump. Was not able to click "channel select" or pause the medication.